Manufacturer narrative:
(B)(4). Date sent 4/16/2024. D4 batch # unk. B3: only event year known: 2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. . Could you please clarify if there were any patient consequences? 2. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? 3. Provide the specific number of patient events: 4. Did the event occur during one or multiple patient procedures? 5. What is the total number of procedures? 6. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). 7. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Answer: no further relevant information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectosigmoid anastomosis, the anvil remains trapped in the patient, detaching from the shaft of the echelon. Very big difficulty to recover the anvil. Risk of injury. Use of forceps by the surgeon at hand's end.